Manufacturer narrative:
The serial number of the e602 analyzer is (B)(6). The customer checked the reagent packs on the analyzer and in one of them, a residue similar to styrofoam was detected. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with elecsys anti-tg on a cobas e 602 module. The first sample initially resulted in an anti-tg result of 2879 iu/ml and it repeated as 16.45 iu/ml. The second sample initially resulted in an anti-tg result of 2298 iu/ml and it repeated as 15.86 iu/ml.

Manufacturer narrative:
The calibration signals were ok. Quality controls were ok. A general reagent issue can be excluded. Some aspiration alarms were observed near the time the complained samples were measured. These alarms may indicate sample quality issues. The investigation did not identify a product issue. The issue is consistent with incorrect pre-analytic sample handling or an issue with reagent handling.